Event description:
It was reported that on june 20, 2024, the patient underwent an unknown surgery. When the soft tissue attachment was attached to the reduction forceps, a part of the connection of the soft tissue attachment got damaged. The damage to the instrument has occurred outside the patient's body. The sales rep verbally confirmed that no pieces remained in the patient's body and that the surgeon was not injured. The surgery was completed successfully with no surgical delay. This report involves one (1) soft tissue attchmt/j-shaped f/bone reduction forceps. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: e3: reporter is a j&j employee. H3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary : the product was returned to depuy synthes for evaluation. H3/h6: visual inspection of the returned sample found that one of the coupling prongs was broken off. This condition of the device was consistent with a component failure that was caused by exposure to unintended forces while usage. Furthermore, scratches were also found at the surface of the device. This type of damage is consistent with other tools and hard edges coming in contact with the device, properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the soft tiss attach j-shap f/red forceps would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to a component failure, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The current drawings reviewed reflect the manufactured revisions. Device history lot part # 03.111.751, lot # 102627, manufacturing site: werk selzach logistik , release to warehouse date: 03.nov.2020, expiration date: n/a, supplier: - (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.